Event description:
It was reported that one of the ventricular epicardial leads was capped due to increased thresholds. The other ventricular epicardial lead was capped for no capture at high output and increased thresholds. No patient complications were reported as a result of this event.